Event description:
It was reported that the xience nano stent delivery system (sds) reached the target lesion without incident, but would not inflate. The xience nano sds was removed from the anatomy and replaced with a xience xpedition to complete the procedure without further incident. After removal, the xience nano was successfully inflated outside the anatomy by the customer. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficulty to inflate from this lot. Based on the reviewed information, no product deficiency was identified.